Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was unable to be implanted in the atrium. The ra lead was not used and replaced on (B)(6) 2025. The patient was discharged following the procedure.